Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged development of asthma, nausea and difficulty in breathing. At this time, no medical intervention has been reported and no further investigation can be performed. If any additional information is received, a follow up report will be filed.